Manufacturer narrative:
At this time, a lead revision procedure has not been scheduled. Records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. No adverse patient effects or symptoms were reported.